Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The customer states the (B)(6) year old patient had a biopsy and the specimen got stuck in the needle. The procedure was repeated using a new needle and was successful. No medical intervention or injury reported. Product will not be returned.